Event description:
It was reported that during testing by the manufacturer sales representative at the user facility, the device ran without the user activating the device. As the event occurred during testing, there was no patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported related to this event.

Manufacturer narrative:
Corrections: h6

Event description:
It was reported that during testing by the manufacturer sales representative at the user facility, the device ran without the user activating the device. As the event occurred during testing, there was no patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported related to this event.

Event description:
It was reported that during testing by the manufacturer sales representative at the user facility, the device ran without the user activating the device. As the event occurred during testing, there was no patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported related to this event.

Manufacturer narrative:
Correction: catalog number and serial number has been updated to reflect appropriate device. Follow-up report submitted to document device evaluation results.